Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
While a definitive root cause cannot be established since the field service engineer (fse) was not able to perform a system evaluation, a potential root cause can be attributed to electrical encoder signal failures on master tool manipulator (mtml). The system logs analysis revealed repeated encoder faults on mtml, which are likely to have contributed to the reported system failures.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the left hand at the surgeon side console (ssc) was not responding. System logs show errors pointing to ssc2's master tool manipulator (mtml) prior to customer disabling mtml2.the surgeon moved over to ssc1 and continued with the procedure. Technical support engineer (tse) recommended a hard reboot on ssc1. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was informed by the customer that they swapped out the xi systems for dv5's. Fse will replace the master tool manipulator (mtm). The complaint was confirmed based on field evaluation. Isi has not received the mtm for evaluation as of the date of this report.